Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer number: 2032227-2014-11770.

Event description:
Customer reported a high blood glucose of 412 mg/dl. The customer declined to troubleshoot. No additional information provided.